Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch #168d95. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload present. Further analysis shows that the test reload could not be loaded into the channel of the device and upon visual inspection, the wedge guide was noted to be damaged (broken), this condition did not allow the reload to be properly loaded into the device and caused the knife to move out of its normal position, rubbing against the anvil when fired. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damage to the wedge guide. In addition, a tyvek was received along with the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 168d95, and no non-conformances were identified. The lot#194d79 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure the stapler blade did not retract after 2 reloads used. There were no patient consequences.